Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified infection and cloudy effluent. The cause of the event was not reported. It was reported the patient "attended the hospital"; however, it was not reported if the patient was admitted for the event. The patient was treated with unspecified antibiotics for the infection. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was available.